Manufacturer narrative:
H6 updated product analysis #839337060: equipment used: vis (m-78210), 203cm ruler (m-83361) document used: (B)(4). Bb as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub, catheter body or distal tip. The distal tip appeared to be shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~147.6cm which is within specification. The echelon-10 micro catheter was flushed 3 times and water exited distal tip only. No leak was observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was unable to be confirmed as no leak was found. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the leak was observed pre-op. The device was removed from the packaging according to the IFU. The cause of the leak was not determined, what was reported was, "upon opening the inner product packaging, the operator found that the catheter wall was damaged." The damage was noticed upon opening the packaging. There was no damage or evidence of tampering to the device packaging. The patient underwent treatment for an aneurysm via embolization surgery. The access vessel was the femoral artery. A summary of the event was provided as, " the patient¿s angiography showed an aneurysm at the m2 segment of the left middle cerebral artery. Coil embolization was planned. After femoral artery puncture and pathway establishment, the echelon microcatheter package was opened. During catheter hydration, damage was found on the catheter wall at the distal mark point. The microcatheter was replaced, and the procedure was completed successfully." No devices were used with the echelon 10 prior to noticing the leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during preparation, the echelon 10 microcatheter catheter was inspected or tested prior to use and a leak was observed in the distal location. The catheter was replaced with a medtronic product to complete the procedure. There was no patient involvement. It was noted the patient's vessel tortuosity was unknown. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).